Event description:
Bivona aire-cuf hyperflex tracheostomy tubes - 7.0 mm inner diameter - during setup for bronchoscopy and tracheostomy tube change, 3 different pilot balloons were tested prior to tracheostomy tube insertion and were noted to not be fully inflating and were sticking in some areas to outer cannula of tracheostomy tube. Tracheostomy tubes were from 2 different lot numbers.